Event description:
Patient reported "it has gone up a lot, very high, very hard, you can feel the shapes of the prosthesis, like rippling, the bottom part is soft, stabbing that leads to the shoulder, as if it were a shock, and sometimes as if the breast were feverish. Contracture". Later, healthcare professional reported "patient felt a twinge, pain in the lower part of the breast, as if the prosthesis had broken, because it gave way and became soft", "slight thickening of skin hyperechogenicity and subcutaneous cellular tissue in the lower and medial quadrant, the patient found out about the recall", "capsular contracture baker grade iii". Later patient reported "pain", "fear" and "trepidation in staying with the prosthesis". Later, patient reported "fever". Later, patient reported "was unable to breastfeed due to severe pain". Later, patient reported "thin liquid collection adjacent to its anterior surface in the medial quadrants". Patient took ibuprofen. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Patient reported "it has gone up a lot, very high, very hard, you can feel the shapes of the prosthesis, like rippling, the bottom part is soft, stabbing that leads to the shoulder, as if it were a shock, and sometimes as if the breast were feverish. Contracture". Later, healthcare professional reported "patient felt a twinge, pain in the lower part of the breast, as if the prosthesis had broken, because it gave way and became soft", "slight thickening of skin hyperechogenicity and subcutaneous cellular tissue in the lower and medial quadrant", ", the patient found out about the recall", "capsular contracture baker grade iii". Later patient reported "pain", "fear" and "trepidation in staying with the prosthesis". Later, patient reported "fever". Later, patient reported "was unable to breastfeed due to severe pain". Patient took ibuprofen. This record is for the right side. Device remains implanted.

Manufacturer narrative:
This is a follow up to manufacturer report number 9617229-2023-11745. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.